Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y 8m po valve is not adjustable. Explanted." All med watch submissions related to this patient/report are: 3004721439-2018-00224 (this report); 3004721439-2018-00226.

Manufacturer narrative:
Associated reports: 3004721439-2018-00224, 3004721439-2018-00226. Manufacturing and quality control data: all parameters have been inspected and assessed as meeting specification. Visual inspection: no significant deformations or damages of the vavle were detected during the visual inspection. Permeability test: a permeability test has shown that the vavle is permeable. Adjustment test: the valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required could not be tested due to the non-adjustability of the valve. Results: we have dismantled the valve. Inside the valve we have found significant build op of substances (likely protein), which may have caused the suspected non-adjustability. Based on our investigation, we confirm that the valve is not able to be adjusted properly, likely due to the deposits found in the valve. As described in our literature, the problem encountered is one of the known inevitable risks of hc-therepy by shunt implants. No CAPA is necessary. Corrected data: height: 160 cm.